Manufacturer narrative:
A returned product evaluation was unable to be completed as no device were returned. Manufacturing records were reviewed, which included top-level assembly and sub-assembly, no nonconformances were related to this lot, therefore supporting the device met material, assembly and performance specifications prior to shipment. It is undetermined what caused the guideliner retrieval difficulty.

Event description:
Pci was performed for lad #7 with 75-90% stenosis and calcification. The patient's primary diseases are myocardial infarction and cardiac failure. Guiding catheter (model is unknown) was engaged to the coronary artery. Guidewire (model is unknown) was passed through the lesion, and then balloon catheter (model is unknown, diameter 1.5mm) was inflated at the lesion. Guideliner was then used for another balloon catheter advancement. When the balloon was inflated at the lesion, it was ruptured. As it was unable to remove the ruptured balloon catheter, the physician attempted to remove it with guideliner by covering the balloon. However, these two devices were unable to be retracted. The physician then tried to remove guideliner, balloon, and guide wire all together, but there was a retraction difficulty experienced again. Snare catheter was used to catch the balloon, but it failed. Snare catheter could catch guidewire distal portion instead, but it did not help to retract (retrieve) devices. The physician tried to remove whole system (guideliner, guiding catheter, balloon catheter and guidewire), but it failed as well. During these retraction (retrieval) manipulation, st increase and blood pressure decrease were observed. Intra-aortic balloon pumping (iabp) was performed but the patient went into shock. Upon the patient's family decision, the surgical intervention was not performed. The patient passed away. Autopsy was not performed. Physician's comment: it is unknown why it was unable to retract (retrieve) all devices. As the balloon was covered by guideliner, it is less likely that the part of balloon was entrapped in the vessel causing retraction difficulty. The exact cause of the issue cannot be determined. Attempts were made to obtain additional information associated with this event. Response to request was reported as not available.